Manufacturer narrative:
The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed no previous repair records. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, error e348 possibly occurred due to the following reasons. Since free space of the portable memory was insufficient, proper recording was unavailable at the time the release function was newly executed. After the portable memory was formatted, the phenomenon was resolved. However, we could not determine why the device was rebooted immediately after the release function was turned off because there was no detailed inspection results. In general the customer is required to check the function of all devices used prior to a procedure as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states: code: e348 error message: image export failed. - possible cause: the internal memory of the video system center is full. - solution: ensure the portable memory free space or use a new portable memory. Transfer the unsent images to the portable memory as described in ¿ exporting the endoscopic images to the portable memory¿ on page 346 olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) was informed that ¿during the inspection, the visera elite ii video system center restarted the moment the release was released. Since it occurred repeatedly event after restart, the diagnostic procedure was completed by replacing it with another visera elite ii video system center owned by the facility.¿ the service personnel visited the facility and confirmed the phenomenon, it seems that the device was restarting after the message, ¿portable memory capacity was insufficient¿ (probably e348). Formatting the portable memory solved the problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the system was restarted the moment the release was released, which was resolved upon reformatting the memory. However, the definitive root cause of the reported issue could not be determined. The e348 error previously reported has been identified as a non-reportable event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.